Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced bleeding during the stenting of the iliac vein. It was noted the iliac vein was perforated. Intervention and surgery were performed. The introducer sheath was attempted not used and replaced. No further patient complications have been reported as a result of this event.